Event description:
It was reported that the device displayed an inaccurate aorta reading during use on a pt. The pt was known to have two aaa's but the aorta scanner did not register either of them. An ultrasound was completed on the pt in january of this yr at the hospital to confirm presence of a 5.2 cm aaa above the renal artery and a 4.1 aaa below the renal artery. Two different end users scanned this pt multiple times but the aorta scanner did not register either of the aaa's. The device will be returned for eval.

Manufacturer narrative:
Add'l device system component part number: assy, probe, bladderscan bvi 9400/9600, model # 0570-0188, serial # (B)(4). The device was returned for eval and the reported malfunction could not be confirmed. The 20+ aorta phantom scans were performed and all scans were within specification. The technician investigated rattle inside the probe and replaced a damaged clip from bottom probe cover. The dmc was also replaced due to the damaged probe cover. The unit was returned to the customer.